Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer 2.2 not detected on bus. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was damaged assy, harness, retractor band, hinged, pas (pn 135438-01) which had signs of exposed copper strands leading to the observed thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of pas es - drawer 2.2 failed, not detected on bus was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that retractor band was replaced to resolve the issue. The customer verified by recovering with no issues observed. During dchu visual inspection: pn 135438-01: the unit was received with evidence of physical damage with a cut on the ribbon cable, showing exposed copper strands that exhibited thermal damage. During dchu testing: pn 135438-01: no testing was performed due to thermal damage identified on the cut ribbon cable, with exposed copper strands of the assy, harness, retractor band, hinged, pas. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that pas es - drawer 2.2 failed, not detected on bus was due to the damaged assy, harness,retractor band, hinged,pas (pn 135438-01) which had signs of exposed copper strands leading to the observed thermal damage and ultimately compromised the drawer's functionality, resulting in the drawer not being detected on the bus.